Event description:
It was reported that pt was having communication issues while tying to recharge their stimulation device. The device was in an over discharged state. It had been in over discharged for 12 months due to insurance issues. It was also thought the ins might be flipped in the pocket. An x-ray was being considered. Additional info received indicated x-rays were done which confirmed the device was flipped. Multiple attempts at a physician mode recharge were attempted but were not successful. The pt is expecting to have the device explanted sometime in dec.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.